Event description:
It was reported that the patient's system was explanted at an unknown date for an unknown reason. This is no further information at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.